Manufacturer narrative:
The investigation determined that multiple non-reproducible, falsely elevated troponin I es results were obtained from four patient samples and a quality control fluid while using the vitros eci immunodiagnostic system. The investigation was unable to determine a definitive assignable cause. Based on information available, a reagent issue cannot be ruled out as a contributing factor.in addition, results of precision testing demonstrated that the vitros instrument was performing as expected at the time of the event. The investigation was unable to determine a definitive assignable cause.

Event description:
The customer obtained several non-reproducible, falsely elevated troponin I es results from samples drawn from four different patients and a quality control fluid when processed on a vitros eci immunodiagnostic system. Patient 1: tropi es= 0.059 and 0.059 vs. Expected <0.012 ng/ml. Patient 2: tropi es= 0.072 vs. Expected 0.021 ng/ml. Patient 3: tropi es= 0.059 and 0.067 vs. Expected 0.021 ng/ml. Patient 4: tropi es= 0.063 vs. Expected < 0.012 ng/ml. Biorad level ii vitros tropi es= 0.069, 0.093, 0.064 and 0.067 vs. Expected 0.025 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The non-reproducible, falsely elevated tropi es results were not reported from the laboratory as the customer initially processed all samples in duplicate, followed by a re-processing step in single rep, across two instruments. There was no allegation of patient harm as a result of the event. This report is number one of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).